Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the reporter stated the user experienced an insulin occlusion alert. The user disconnected, performed a fill tubing procedure, observed insulin drops, and resumed insulin delivery. Blood glucose was not affected, and no hospitalization or adverse effects were reported.